Event description:
A beckman coulter, inc. (Bci) representative contacted customer per the troponin (accutni) customer contact marketing survey program (msp). Customer reported that the access 2 immunoassay system generated some occurrences of non-reproducible false positive accutni results. Customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting result outside the laboratory, thereby preventing potential risk to patient safety: all positive accutni results greater than 0.15 ng/ml are repeated prior to reporting. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer did not provide information indicating an increase in false positive accutni results or an instrument malfunction. Customer declined to provide specific data regarding these events.

Manufacturer narrative:
Customer did not indicate an increase in occurrence of the event, or an instrument malfunction. Therefore, onsite service was neither requested nor required, and the cause for this event is not known. Customer has not called back to report any further issues relating to this event. (B)(4). Customer did not request/require service